Event description:
Physician was attempting to implant one resolute integrity drug-eluting stent to a severely calcified lesion in the lmt, lcx with 90% stenosis but the stent could not pass due to vessel tortuosity. The physician withdrew the device with difficulty and noted that the stent had dislodged. It was confirmed that the stent was stuck on the y connector and retrieved. Patient was treated with another device. No clinical sequelae were reported. Device evaluation: the stent was returned off the balloon. The stent was severely stretched and deformed. Crimp impressions were evident along the balloon. The distal tip was damaged.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (failure to deliver and stent embolization); patient¿s condition affected effectiveness of device (lesion morphology) ¿ 90% stenosis, tortuosity and calcification. Failure to follow instructions ¿ (instructions for use (IFU) recommends that the user should pre-dilate the lesion prior to stenting); (related to operational context) root cause of dislodgement is most likely procedural related. (Deformation problem). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 90% stenosis, tortuosity and calcification. Inherent risk of procedure ¿ (failure to deliver and stent embolization); (related to operational context) root cause of dislodgement is most likely procedural related. (User error contributed to event) ¿ instructions for use (IFU) recommends that the user should pre-dilate the lesion prior to stenting; (failure to follow instructions) ¿ instructions for use (IFU) recommends that the user should pre-dilate the lesion prior to stenting. (B)(4).